Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigationhas been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was producing heat. The device was not being used during surgery. No injury or medical intervention occurred. There was no additional information provided.